Event description:
It was reported that the device was replaced due to normal battery depletion. There was not patient injury associated with this event.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), explanted: 2012-(B)(6), product type extension. (B)(4): analysis of the device, model #7426, serial #n(B)(4), found that the device was functionally okay, no significant anomalies. Analysis of the extension kit, model #7482a51, serial #(B)(4), found that there was a breached depression in the outer insulation, 13 cm from the boot.